Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the infusion site (leg). In addition when removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could contribute to the dislodging of the cannula. Thus, the exact cause of the reported dislodging could not be conclusively determined. Investigation of the cannula assembly found the distal tip of the soft cannula damaged. The damage observed did not prevent fluid from flowing down its intended fluid path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No kinks or bends were observed with the cannula assembly. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined.